Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, inadequate auto mode switch episodes were caused by atrial lead noise. The lead remained implanted.